Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, the doctor went to use the screwdriver but it wouldn't hold the screw. After looking at the tip of the screwdriver, we noticed it was broken.